Event description:
A biomed technician reported during treatment a dialyzer clotted and the machine alarmed tz64 - emptying stopped alarm. The technician was not sure what phase of treatment the pt was in at the time of the dialyzer clot. However, the pt was transferred to a new machine to complete treatment. The pt's goal ultrafiltration (uf) for treatment was 2.5kg. At the conclusion of treatment the pt had removed 1.3kg more than programmed. The technician did not known the exact uf for each of the two machines used during the pt's treatment, but the total treatment yielded 1.3kg uf more than expected. On 10/24/2013, f/u info from the charge nurse reported the pt's blood pressure dropped at the end of treatment and was counteracted by the administration of normal saline. The pt's blood pressure normalized and the pt was able to complete treatment w/o further complication and/or medical intervention. It was also reported the pt had no adverse effects from the excessive uf.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation. This is one of three complaints for the same pt involving three separate products; MFR's: 2937457-2013-00379, 00380, 00533.